Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting on a consumer (age and gender unspecified) from the (B)(6).on an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). Within two days of device usage, the toothbrush snapped.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case in the united states.additional information received on (B)(6) 2013based on the information received (B)(6) 2013, the product involved in the complaint was determined to be same/similar to a us device. (B)(4).this report was reassessed to be non reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting on a consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). Within two days of device usage, the toothbrush snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). The product involved in the complaint was determined to be same/similar to a us device on (B)(4) 2013. (B)(4). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.